Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: h6 no code available (3191) used to capture device revision or replacement. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: update 25-feb-2021: the investigation was re-opened upon receipt of additional information. No device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a device history record (DHR) review was performed as part of the investigation on legacy complaint (B)(4). The review did not reveal any related manufacturing deviations, anomalies or any other non-conformances on the provided product and lot combination. Final micro and sterility tests passed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Clinical adverse event received for confirmed deep infection with staphylococcus aureus. Event is serious and is considered severe. Event is definitely related to device and is possibly related to procedure. Date of implantation: (B)(6) 2017. Date of revision: (B)(6) 2017 (insert). Date of event (onset): (B)(6) 2019. (Right knee). Medical records ad 17 oct 2019 were reviewed. On (B)(6) 2019: labs received that show positive for staphyloccocus aureus. On (B)(6) 2019, patient undergoes a revision for chronic sepsis due to failure of chronic IV suppression that caused a development of a large popliteal abscess with increased inflammatory markers. All implants were explanted including the patella and a spacer was placed.